Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to: failure unknown. Attempts to obtain additional relevant information have been unsuccessful to date. A lead malfunction is suspected.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the explanting facility indicating that the explanted lead and generator were not located, and the devices were likely discarded 30 days following explant per their hospital protocols.